Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a cotton tipped applicator. The customer reports that the cotton has unraveled from the applicator while administering saline gel into this nostrils. The cotton remained inside the nostrils and had to be removed by his doctor.